Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated and is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance due to electrode migration and cochlear ossification. The recipient reportedly underwent repositioning surgery on (B)(6) 2025. The recipient has healed.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.